Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. Microscopic investigation done on the sample returned appears to be cardboard. Conclusion: based on the severity and frequency, it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that abg syringe, 3 ml syringe, luer-lok tip, had foreign matter inside the barrel of the syringe in the fluid path. No serious injury no medical interventions. Problem was noticed prior to use.